Event description:
A report from the (B)(6) was received from a user facility indicating that the cutter was not cutting during a surgical procedure to re-center lens/iol in the eye. The surgeon then elected to use a millennium to complete the procedure. The surgery was delayed for "5-10" minutes. The user facility reported the pt did not experience any harm related to the cutter stopping. The user facility could not provide the date of the surgery.

Manufacturer narrative:
The device was discarded by the user facility. The lot number was not provided; therefore, a device history record could not be provided. Though requested, no add'l info could be provided.